Event description:
It was observed that the vns patient¿s lead pin was not inserted into the generator header during a replacement surgery on (B)(6) 2013. The neurologist indicated that the patient has drop seizures from his wheelchair and that these seizures could have contributed to the lead pin disconnection. No other forms of trauma were reported. Incomplete lead insertion may have caused or contributed to the reported high impedance captured in manufacturer report # 1644487-2013-02538.